Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic for normal follow up, diagnostic scan revealed externalized conductors. Lead remains implanted and patient will continue to be monitored.